Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A startright representative reported via phone call of high and low blood glucose readings from the insulin pump. The customer stated that her blood glucose have been from 60 mg/dl to 400 mg/dl. The customer believed that her settings need to be adjusted. The customer will speak with diabetes care manager today.